Event description:
The customer reported not using the pump due to fill estimate issues, resulting in an empty cartridge alarm. The problem caused the customer's blood glucose level to be high, but the specific value was not known, only indicated as "high." To address this, the customer administered a correction injection via manual injection and did not require assistance from a third party beyond normal help. Resolution ¿ cts sent replacement pump.